Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a blank display issue. The customer¿s blood glucose was 22.6 mmol/l at the time of incident. Customer stated that the insulin pump screen was blank and the light was flashing . No significant events leading to blank display were observed. Customer reported that the insulin pump display returned after a new battery was used. Customer also reported that the insulin pump center button was unresponsive. Customer had a high blood glucose of 22.6 mmol/l and treated with insulin pump. Customer's blood glucose went down to 18.9 mmol/l after treatment. Customer declined high blood glucose troubleshooting. The insulin pump is not expected to return for analysis.